Manufacturer narrative:
There were 3 enterprise stents associated with this MDR. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews. The author was unable to provide any additional information. Date of event, product code, and lot number not available. UDI: unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Literature article attached to MDR: walsh, k. M., moskowitz, s.I., hui, f.k., et al. (2013). Multiple overlapping stents as monotherapy in the treatment of ¿blister¿ pseudoaneurysms arising from the supraclinoid internal carotid artery: a single institution series and review of the literature. J neurointervent surg 2014;6:184¿194. Doi:10.1136/neurintsurg-2013-010648. Conclusion: the device was not available for analysis. The lot number was not able to be obtained; therefore, the DHR review could not be performed. Stent thrombosis and stenosis are known potential adverse event associated with the enterprise stent and with cerebral stenting and are listed in the instructions for use (IFU). The root cause of the event cannot be determined; however, placement of three overlapping stents may have contributed to the event. Per the IFU, ¿the performance and safety of two or more overlapped stents has not been established.¿ there is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
In the literature article ¿multiple overlapping stents as monotherapy in the treatment of ¿blister¿ pseudoaneurysms arising from the supraclinoid internal carotid artery: a single institution series and review of the literature¿ by kevin m walsh, shaye I moskowitz, ferdinand k hui, alejandro m spiotta, published j neurointervent surg 2014;6:184¿194. Doi:10.1136/neurintsurg-2013-010648, it was reported that a (B)(6) male with a ruptured right internal carotid artery (rica) aneurysm had in-stent thrombosis approximately 1.5 months post off-label implantation of two 4.5 x 22 mm and one 4.5 x 28 mm enterprise stents (catalog/lot not reported in article) and stent stenosis 3-months post-procedure. The patient required emergency thrombolysis with 23 mg intra-arterial abciximab followed by loading with aspirin and clopidogrel for the in-stent thrombosis. There was no residual filling of aneurysm and mild in-stent stenosis at 3 months with no report of treatment. Of note, this patient had a total of three stents placed across his aneurysm and was on therapeutic dual antiplatelet therapy when the thrombosis occurred. The thrombosis resolved and the patient did not suffer any permanent sequelae. The object of the retrospective review from one institution was to evaluate the experience using stent reconstruction for pseudoaneurysm of the supraclinoid internal carotid artery. Of all intracranial aneurysms treated during a 47-month period, eight were identified as being ¿blister-type¿ aneurysm in the supraclinoid ica that were treated with stent monotherapy technique using either a neuroform (stryker) or enterprise intracranial stent. Full heparinization was instituted. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews.